Event description:
Country of complaint: (B)(6). Suture was curling and needle was bending. Contamination: used with needle holder, subcutis.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site eval: eval on-going at mfg site.